Event description:
It was reported that during the implant procedure, the physician was unable to cannulate the coronary sinus due to a proximal dissection. The user facility indicated that this was related to the left ventricular lead. The lead was not implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.